Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the right ventricular lead was capped (B)(6) 2022 and successfully replaced. The patient was stable.